Manufacturer narrative:
Result - load cell, load cell collar cap.

Event description:
It was reported by service report that the scale is not weighing properly. No pt involvement or adverse consequences are reported.